Manufacturer narrative:
(B)(4). The reported used sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified the reported issue as a loose particulate matter within the bag, directly above the administration port. Magnified inspection of the removed particulate matter identified the pm as a small, gray particle with porous material, resembling packing foam. A review of the manufacturing process found no area of the process in which the particulate could have originated. Based on evaluation findings, the root cause of where the particulate originated is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have gray particulate on the lower area of the bag. The particulate was discovered during pharmacy inspection. No patient involvement or adverse events occurred. No additional information is available.